Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed charge or battery lasts less than expected due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No multiple insulin pump error alarms noted during testing however, multiple insulin pump error alarm are found in the formatted history file due to the battery issue caused by the j6 connector resistance issue. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer performed the short reset together, after inserting new batter the insulin pump had multiple error alarms. Customer stated that the cannula fill recorded in daily history. Customer stated that the self-test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.